Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during periodical device checking at the hospital, they found that the response of the alarm reset button on the upper part of the device outside was poor. The device kept operating when the issue was observed. It was reported that there was no patient involvement at the time the issue was discovered. There was no delay to therapy reported due to the reported issue.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that there was a touch misalignment. The touchscreen was calibrated but it did not improve the problem, so the touchscreen was replaced, and the problem was resolved. No other abnormalities were found. The device passed required performance verification tests per philips standards and was returned to service.